Event description:
Pt implanted with mirs system in (B)(6) 2012. The bottom left locking cap was noted as loose and not seated in the polyaxial screw body. Reportedly, the pt did not experience any physical pain. Pt was revised and all screws and rods were removed and replaced with uss fraktur mis. During the revision surgery it was also noted that the lower locking cap was loose in the polyaxial screw body. This is the 3rd of 6 reports submitted on this event.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Event description:
This is 3 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.